Event description:
It was reported that the user attempted a meal announcement but inadvertently entered the supply change workflow, rewound the pump, and allowed the prior supply change to time out, after which the pump recognized no insulin in the system; customer care then guided the user through the correct supply change steps and confirmed supplies, after which the user successfully announced the meal while eating. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no alarms. Investigation included troubleshooting and user education through guided steps to complete the supply change. Investigation of this case revealed user error during supply change steps, leading to the pump state indicating an empty cartridge despite supplies being present. It was concluded, based on previously established findings for similar reports, that user interaction during supply change was the likely cause.